Event description:
It was reported that the cot did not latch and dropped down. The cot did not drop all the way down to the ground. There was patient involvement however no adverse consequences or medical intervention reported.